Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose levels were 170 mg/dl something last night and an hour later without a correction, it was 60 mg/dl, current blood glucose level was 74 mg/dl and 40 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated low blood glucose level with food and glucose tablet. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer alleged the insulin pump for over delivery. The insulin pump will be returned and reservoir will not be returned for analysis.